Event description:
It was reported that the procedure was to treat a totally occluded lesion in the distal left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 12 mm xience prime stent delivery system (sds) was advanced. The stent was implanted at 16 atmospheres (atm); however, a dissection occurred. Another stent was placed to treat the dissection. The patient outcome was satisfactory. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.